Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fse replaced the erbe to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was error c-00 on the erbe every time it was powered on. Also the monopolar energy wasn't working, there was a "?" When the doctor activated the energy. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that they tried to use other ports but kept getting same error. The procedure was completed with the same erbe.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that the erbe was returned for failure analysis, and the reported problem was "there was the error c-00 in the erbe every time it was powered on. Also, the monopolar energy wasn't working, it was a "?" When the doctor activated the energy". "The reported problem was able to be confirmed using artemis; error c-33. Upon visual inspection there was an issue found that would be related to the reported event. The erbe was tested using the system, the unit display error c-33 on start; erbe log error shows c-00. As a result of these findings, the root cause of the reported event could not be determined because the unit is an OEM product and cannot be opened on site for further investigation. The erbe will be sent to OEM for further investigation. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure.